Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A lead connection failure during replacement of the battery was reported. Troubleshooting was performed. The leads were taken out, wiped and put back into the port. One lead failed to connect. It was taken out a second time, and the representative (rep) switched lead placement in the ports to confirm the lead issue and not the battery connection area. There was a second failure. The lead was taken out a third time and switched ports to confirm. The lead was also loosened with a torque wrench to make sure the leads were going all the way in the port. Looking through the port, both leads were in the same position, indicating they were all the way in correctly. The cause was known. The cause was possible damage of the lead when removing the battery from the pocket site. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of the ins replacement was possible lead damage when retrieving from pocket site. The cause of the lead connection issue was lead damage during revision. Resolved. Patient getting adequate coverage of therapy with one remaining lead intact. Physician states no need to replace lead at this time. The damaged lead was still in use.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.